Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the forward and reverse buttons work intermittently and would not run. Therefore, the reported condition was confirmed. It was further reported that the electronic control unit was not working properly and some internal components were corroded. The assignable root cause was determined to be due to wear from normal use and repeated sterilization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that the forward and reverse buttons on the small battery drive device worked intermittently. During in-house engineering evaluation, it was observed that the device would not run. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.